Event description:
(B)(4). Joint pain, muscle pain and weakness, constant headaches, heavy menstrual cycles with clotting, lower back ache, pelvic pain. Unexplained bruising, stomach rash, stabbing pains in legs.

Event description:
(B)(4). I went to the dermatologist for a t.r.u.e. Patch test. I had 2 positives from this test, nickel at a 3+ and budesonide at a 2. Knowing I have a high allergy to nickel I sought out a gyn do discuss removal of essure. Following my first appointment an ultrasound was scheduled at which time it was discovered that my uterus was enlarged and my fallopian tubes were swollen. I had a full hysterectomy and bilatereal salpingectomy to remove essure from my body on (B)(6) 2015 via davinci. Immediately following surgery I noticed that my joint and muscle pain and weakness was gone. The backache is 90% better, pelvic pain gone, and daily headaches gone. I haven't had stabbing pains in my legs since removal of essure. I have had 1 unexplained rash since removal on my stomach and am hopeful that it is just toxins from essure leaving my body.